Manufacturer narrative:
A communication error occurred in cooperative mode. A performance decline of the computer is detected and the shutdown is due to a crash in (B)(6) server. No more evidence are provided in the log files to precisely determine the cause for computer slowdown on this occasion.

Event description:
During surgery, in guidance mode, unexplained shutdown occurred. Estimated time lost was 5 minutes.